Event description:
It was reported that during a total knee replacement procedure the blade broke at the mount. It was also reported that the broken pieces were found on the floor which resulted in a small delay. It was further reported another blade was available to complete the procedure and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for eval, it was discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.